Event description:
It was reported that there was a discrepancy in the insulin gauge displaying a different amount than expected. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer resolved the issue by reloading the same cartridge and was advised to call back for troubleshooting if they experience an active fill estimate issue.